Event description:
This pacemaker was implanted and explanted on the same day because after the patient left surgery, it was reported that the ventricular impedance was >3000 ohms. In addition, there was a loss of ventricular sensing and capture.